Event description:
It was reported that during implantation of a lead for an external neurostimulator (ens), the patient did not feel any paresthesia. Impedances on the device were >10000 ohms and the ens and screening cable were replaced, but paresthesia was still absent. The lead was replaced, but the new lead also showed impedances >10000 ohms. The lead was replaced with a third lead. The patient felt paresthesia at 10 v. The patient outcome was reported as "ok" with good paresthesia. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_stylet_acc, lot # unk, product type stylet. Product ID neu_stylet_acc, lot # unk, product type stylet. Product ID 3878-45, lot # v928208, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. Product ID 3878-45, lot # v921669, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. Analysis of leads model 3878-45, lot #s v928208 and v921669 showed no anomalies. Normal impedances were observed across all circuits and electrode pair combinations. Analysis of stylets model unk lot # unk and unk showed no anomalies.